Manufacturer narrative:
The software investigation found that the root cause was unable to be determined without further information since the behavior could not be replicated. The most likely root cause was a poor scan of the patient squinting in the scanner.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the patient was squinting during the scan and there was extra skin bunched on the forehead and around the eyes and temple. Also noted assisting this surgeon in obtaining better registrations. On (B)(4) 2013 a medtronic representative performed a navigation system check-out, all areas passed. No further issues reported.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon was having issues registering the patient. The surgeon stated that the right-side of the tracer pattern would disappear after tracer finished calculating. After adjusting the tracer pattern and using a light touch, the tracer registration passed, however, was 2.3mm inaccurate laterally to the patient's left. The surgeon performed two pointmerge registrations that were consistently inaccurate 2-3mm anterior. Re-positioning the head frame on the patient and on the 3-d model, re-positioning the emitter and re-starting the software did not resolve the issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.